Event description:
Reportedly, the device was explanted after an implant duration of 47.2 months due to stenosis and insufficiency. Per the customer experience report, the description of event reads: "dysfunction of bioprosthetic pericardial mitral valve, insufficiency (4+), shortness of breath, stenosis. Patient presented with symptoms in 2008: tachycardia and aggravating dyspnoea, (B)(6) IV. No echocardiography available. Device condition at explant described as calcified. Device to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: heavy host tissue is evident at the tissue outflow. Heavy dense layer covered leaflet 2 and most of its free margin. Host tissue curled the free margin of leaflet 2 over itself pulling the leaflet thus leading to a gap at the coaptation region. Host tissue encroached onto the remaining tissue outflow and into the orifice at the greatest distance of approximately 6mm. Also at the outflow aspect, host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure 1 by approximately 3mm, leaflets 1 and 2 at commissure 2 by approximately 5mm, and leaflets 2 and 3 at commissure 3 by approximately 2mm. At the inflow aspect, host tissue overgrowth heavy layer covered leaflet 1 by approximately 11mm and the remaining leaflets by only 2mm. Host tissue is moderate at the stent inflow and minimal at the stent outflow. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Minimal calcification is detected in the cusp area of leaflet 1 and 2. Calcification is moderate in the free margin of leaflet 3 and minimal to moderate in the free margin of leaflet 1. As received the sewing ring is cut off along leaflet 3, most likely due to explant. The x-ray demonstrates minimal calcification. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. However, little or no information has been provided regarding the patient history. Method: x-ray.

Manufacturer narrative:
Device not received for evaluation. Requested operative report on (B)(6) 2010 has not been received. DHR has been started. Evaluation pending receipt of device.